Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed a white floating particle in the device. The cause of the issue could not be determined. A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white particle was floating inside a small volume intermate. The particulate matter was identified after the device was filled with meropenem, while the device was in storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.